Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The device was used to administer external pacing to the patient. Intermittently the pacing leads off alarm was allegedly displayed and pacing current dropped to 0ma during use on the patient. While pacing was active, electrical capture was achieved without perfusion. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.